Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2011: the surgeon began the operation laparoscopically using trocars and tweezers. When they had isolated the rectum from all the surrounding fat they cut the rectum to isolate the tumor. With this purpose, a small laparotomy was performed, the rectum was removed and the contour was used to remove the tumor. At this time a row of staples was not formed properly. Then they closed the laparotomy and continued by laparoscopic surgery. The circular stapler was introduced via rectum to perform the anastomosis, however, the staple line opened so they had to re-open the patient and finish the procedure by open surgery, which is much worse for the patient due to the risk of infection.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a "recto" procedure, the device cut but did not staple. They had to change the procedure to an open procedure. There were no adverse consequences for the patient.